Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.